Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6)2023, it was reported by a sales representative via email that an ar-2324bcc biocomposite swivelock eyelet became damaged during the insertion of the anchor. This was discovered during an rcr procedure on (B)(6)/2023. Additional information received on (B)(6)2023: the eyelet broke on one side but was still attached to the inserter on the other side; there were no broken fragments in the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpackaged ar-2324bcc was received for investigation. The returned devices were visually inspected, and it was noted that the eyelet was damaged/broken off. No damaged to other components was identified. The outer driver was unscrewed to check for resistance or damage. No issues were found. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.